Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the delivery wire broke during procedure. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned sample and there were no anomalies noted to the delivery wire, however, the coil proximal contact was seen to be detached/ separated at the proximal contact bond. Functional testing was not performed. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis, there was no break observed on the delivery wire, therefore a cause of not confirmed will be assigned to the investigation. The proximal contact is not a contiguous part that forms the delivery wire, but is a subcomponent located at the proximal end of the delivery wire that works in conjunction with the inzone detachment system, and it remains outside the patient at all times during the procedure. It is highly unlikely that the broken proximal contact may contribute to and/or cause any patient injury; therefore, this record has been deemed non-reportable. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the delivery wire broke during procedure. There were no clinical consequences to the patient.